Event description:
Caretaker of the user stated that the patient was stuck in the air in a grpl450-1 patient lift as the lift could not be lowered.

Manufacturer narrative:
(B)(4). No RMA has been initiated for this issue. The malfunction has not been confirmed.